Event description:
It was reported the procedure was being performed in the intensive care unit. The patient had tpn infusing through the proximal lumen of the triple lumen catheter. It was noted that the dressing was saturated. The physician continued the central line care. All three lumens had excellent blood return. When flushing the proximal white lumen, the flush leaked from the insertion site. The middle and distal lumens flushed without incident. The proximal lumen was capped off and the physician notified and she removed the catheter 3 days later. There was no delay in treatment, complications, injury or death reported as a result of this occurrence.

Manufacturer narrative:
(B)(4). MDR report #: 1036844-2015-00002 was filed as the initial occurrence. This report is for a similar event that occurred with the replacement device.